Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon reported clips sliding out of jaws while positioning on cystic duct and artery. The surgeon pulled another er320 to complete the case. There was no consequence to the pt.